Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was revised due to high pacing thresholds. It is unclear if it was capped, explanted or repositioned. Should additional information be received this file will be updated.

Manufacturer narrative:
(B)(6) 2017 - we were notified that this lead was explanted and replaced on (B)(6) 2017.